Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000615, serial/lot #: none; product ID: bi71000522, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. During servicing, it was found that the mobile viewing station (mvs) will not power on believed to be a fuse. No patient involved.